Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir was leaking on the reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The customer stated there was fluid in the reservoir compartment. The customer stated leak may be occurring at the reservoir barrel or the o-rings. The device will not be returned for analysis.